Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error as the event ¿knife did not cut¿ was reported against the 2.4 ang with lot number 15k9ed ophthalmic knife. The customer was not complained about another 2.4 ang knife which was earlier reported under the manufacturer number 2523835-2023-00601 as a result, no further reports will be filed under this mfg report num. Instead, reports concerning this matter will be submitted under mfg report num 2523835-2023-00600. No further reports will be scheduled under mfg report num 2523835-2023-00601. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic knives would not cut during the surgery. The surgery was completed by using the alternative knives. The procedure details were unknown. There was no report of patient harm.